Event description:
It was reported that the surgical intervention was undertaken on (B)(6) 2026 to remove the drg system. The reason for removal is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.